Event description:
It was reported on (B)(6) 2026 that the patient's infusion set came off from the body during capoeira practice. The cause of product was not adhering due to heavy perspiration.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.